Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 3.2 off the bus. A field service engineer (fse) opened the back panel and found no data light on the pyxibus module board for drawer 3.2, though there were lights on the drawer controller board. The station was powered off, and the drawer controller board for 3.2 was tested and read fine. The retractor band was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer m3.2 not detected on bus. Customer tried several times to recover, but the issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.